Manufacturer narrative:
Additional information: upon follow up, it was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin (1 gram, once in 4 days and route was not reported), ceftazidime (1 gram, once daily and route was not reported) and heparin injection (dose, route and frequency were not reported). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available